Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient said if she doesn't turn stimulation off prior to laying back for certain procedures it feels like she is laying back in an electric chair. An example provided was laying back in a chair at the dentist without turning stimulation off. No further complications were reported.